Event description:
It was reported that as the tunnel was being made, the reamer bowed outward and split to the side which in turn made the hole larger. Surgeon completed the case by utilizing a tibial strut graft from the bone bank to secure the screws. Surgeon indicated this may have a negative outcome to the patient. The surgeon scheduled a follow-up with the patient. Procedure was right knee arthroscopy. Follow-up with the surgeon's office provided information that the patient was seen at two weeks post-op. He was reported as doing reasonably well, had moderate swelling, full rom in extension, 90 degrees rom in flexion. He has not started physical therapy as of yet. Overall, he is doing fine and will be seen again in 4 weeks. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation, but has not been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause for this type of event is hitting the guide pin in the bone tunnel with the reamer which can flare the distal end of the reamer. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow up report will be submitted.